Event description:
The customer's blood glucose was unknown. It was reported that the customer was sick and that he was did not receive insulin for four days when the customer believed it was. The customer stated that he changed the insertion site, and the insulin pump went back to normal. The customer also mentioned that he was hospitalized on (B)(6) 2014 for his arm injury. The customer stated that he slept afterwards due to medication. Advised customer that due to the effects of the medication, the bolus may have not been programmed on the days that he did not receive insulin. Advised the customer that the insulin pump did record his basal rates being delivered. The customer changed her infusion set, and the insulin delivery increased. Customer declined troubleshooting. The customer also stated that he was unable to wear the sensor because it was not adhering. Troubleshooting was done. Advised to call back if issues persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.